Manufacturer narrative:
The customer contacted a siemens customer care center because of a reagent cartridge trash failure on the dimension vista 500 instrument. Siemens instructed the customer to empty waste a container and remove an access plate. The customer observed a jammed reagent flex and the customer alleged that she received an electric shock while attempting to remove the reagent flex using a metal hemostat. The customer verbally confirmed to a siemens specialist that she was not injured, and the siemens specialist advised the customer to avoid using metal hemostats inside the instrument. The customer pushed the reagent flex down the trash, but the reagent flex did not fall into the waste a container, a container which holds used reagent cartridges. Then, the customer attempted to dislodge the jam in the waste a container and was not able to remove the jammed reagent flex. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse cleared the jammed reagent flex in the waste chute, swabbed the waste chute with hot water, ran 20 reagent flex to trash to test the functionality, and ran quick check, which passed. Then, the customer ran quality controls, which recovered acceptably. The customer's method in troubleshooting the jammed reagent flex caused the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer alleged that she received an electric shock when she attempted to remove a jammed reagent flex using a metal hemostat on a dimension vista 500 instrument. The customer reported that she was not injured due to the electric shock and continued troubleshooting. No medical intervention was required. There was no delay in patient testing or reporting of results. There are no known reports of adverse health consequences due to this event. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified.